Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: cd30 positive, alk negative breast implant associated anaplastic large cell lymphoma.

Event description:
Healthcare professional additionally reported left side "bia-alcl" and later reported "anaplastic large cell lymphoma, t-cell type, alk-1 negative, and cd30 positive".

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: .seroma.

Event description:
Healthcare professional reported "textured & contact/ mass fluid" this record is for the left side. Device has been explanted.